Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device was auto-cycling. The customer performed troubleshooting but could not find any leaks. The customer reported carrying the flow calibration and indicate the testing has failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt802 failed, pt801 is failing. This issue will be internally investigated within vyaire.